Event description:
It was reported that the lancet protrudes beyond the end cap of the device.

Manufacturer narrative:
Section d: the suspect medical device was updated on this supplemental report to reflect the acc-chek fastclix lancets. Section g1: manufacturer information section was added/corrected on this report. New information was obtained on 18-feb-2026. The user reported that the fastclix device was dropped on the ground and that the lancet not retracting occured after the device was dropped.